Event description:
It was reported that the stent moved on balloon. A 2.50 x 16mm synergy xd drug eluting stent was advanced for treatment. However, the stent started to slip off the balloon when it was tangled with another wire and trying to cross through stent struts. The stent was still on the balloon, albeit in a different location. The procedure was completed with a different device. There were no patient complications reported.